Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire stuck inside a renegade infusion catheter. The wire was visually inspected on the proximal end due to the wire being stuck inside of the renegade catheter. The guidewire showed multiple kinks and damage throughout the wire protruding from the proximal end of the catheter. The renegade device was soaked in a 37c bath for a period of 36hrs to try and remove the guidewire; however, the guidewire still could not be removed from the device. The guidewire was not protruding out of the distal end. The guidewire was protruding out of the proximal end approximately 117cm. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05043. It was reported that catheter stuck on wire occurred. The target lesion was located in the gastroduodenal artery (gda). A non- bsc glide catheter was used to select the gda. Then, a 130/20/1tip renegade¿ and a fathom¿ -14 were feed into the glide catheter. However, the scrub had a trouble advancing the wire into the renegade¿. Then, the physician took the system and tried to advance the wire without success. When the physician attempted to remove the wire from the catheter, the wire would not come out of the catheter. After several tries to get the wire ¿unstuck¿ and some troubleshooting, the physician had to pull the catheter and wire out together, both fully intact, and the staff opened a new catheter and wire to successfully complete the procedure without further complication or patient harm. Patient¿s condition was stable throughout the procedure.